Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to the repair center for inspection and the reported failure (the image turned green for a moment) was not confirmed. Based on the results of the investigation the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in a camera head the image turned green for a moment. The issue occurred during set up and inspection for use, before patient in the room. There were no reports of patient involvement.